Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported thrombus cannot be determined. Although a cause for the reported patient effect of thrombus, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This if filed to report thrombus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc) was advanced and a blood clot was observed. Medication was given and aspiration was performed. The sgc was removed and the sgc was flushed; a clot came out of the sgc tip. The procedure was aborted, no clips were implanted. Mr remains at 4+. The patient is stable. Another mitraclip procedure may be performed. No additional information was provided.